Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed in the archive review but not during the initial functional testing. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported (ua) 41 error message. The autopulse platform passed the initial functional test without any fault or error. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 28 minutes without any fault or error. As a precautionary measure, the temperature sensor and power distribution board were replaced. The storage and shift check conditions are not known; however, factors such as ambient storage condition (e.g., a fire truck in sun) or soft surface that may block air vents are known to cause (ua) 41 error messages in rare cases. Visual inspection was performed and found damaged front enclosure, unrelated to the reported issue. To remedy the damage, the front enclosure needs to be replaced. The autopulse platform is a reusable device and was manufactured in december 2013 and is almost 6 years old, beyond the expected service life of five years. Therefore, this type of physical damage is characteristic of normal wear and tear for the life of the device. Review of the archive data show (ua) 41 error messages occurred around the reported event date, thus confirming the reported complaint. Following the service repair, the platform was tested and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for autopulse platform sn (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4)) stopped compressions after 10-15 minutes and displayed user advisory (ua) 41 (patient temperature sensor failure) error message. According to the reporter, the issue was not resolved after the platform reboot. No known impact or consequence to the patient information was provided.